Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 53.4 cm was returned for analysis. External insulation abrasions were noted at 7.1-7.3 cm, 7.3-7.7 cm, 7.4-7.8 cm, and 7.4-8.1 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).